Event description:
The customer stated there were concerns with blood glucose results on one particular patient. All of the tests were performed from capillary fingersticks and the same vial of strips was used for all of the tests. At 9:41 am a result of "hi" (which is greater than 600 mg/dl) was obtained on the accuchek inform ii meter (serial number (B)(4)). At 9:48 am a result of 178 mg/dl was obtained on the accuchek inform ii meter (serial number (B)(4)). It was believed that the result of 178 mg/dl was correct. Later in the day at 3:08 pm a result of "hi" (which is greater than 600 mg/dl) was obtained on the accuchek inform ii meter (serial number (B)(4)). Using the same meter a result of 87 mg/dl was obtained at 3:10 pm. The result of 87 mg/dl was believed to be correct. There was no treatment provided based on any of the readings. There was no adverse event. The return of the suspect product was requested and the replacement product was sent. The relevant retention strips (lot 474133) were tested for accuracy. The retention material meets specifications.

Manufacturer narrative:
The customer returned the strips and the meter. They were tested using control solution. All of the returned results were within the acceptable range. The allegation in this case could not be substantiated.